Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. Troubleshooting was performed and the insulin pump was programmed correctly. No insulin pump supplies were available during the phone call to perform an other troubleshooting. The nurse stated that the doctor wanted the insulin pump replaced. Advised the nurse that the insulin pump would be replaced per the doctor's request.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.